Event description:
A medtronic representative reported that when the doctor was verifying his location on the spine with the probe, he indicated that navigation was inaccurate. The surgeon proceeded to put in a few screws free-hand and then took a new navigated spin with the medtronic o-arm. Upon accuracy verification of the second spin, the surgeon reported that navigation was inaccurate by approx 5mm. It was reported that the reference frame had not been moved and it was securely attached. Use of navigation was discontinued; surgery was completed. There was no harm to the pt.

Manufacturer narrative:
Pt ID and age were not provided by site. A medtronic field service engineer visited the site and tested the o-arm system, no problems were found. Software has not been evaluated as of the date of this report.